Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and release criteria was checked. The release criteria were not met, and a recapture was performed. The closure device was deployed a second time in the laa, and while checking on the release criteria it was noted that there was a thrombus present on the was. The closure device was recaptured and redeployed, release criteria was met, and the closure device was released. After release, the thrombus was no longer present. The physician removed the was and wsd from the patient and echocardiogram imaging was performed in an attempt to locate the thrombus. The pulmonary vein isolation (pvi) portion of the procedure was cancelled, and the patient was woken up. A full neurological check was completed on the patient who was able to respond to all commands and found to be neurologically intact. The patient was taken to the recovery room and held overnight for monitoring.